Manufacturer narrative:
Per the tandem user guide: to fill the tubing without changing the cartridge, from the home screen tap options, tap load, tap fill tubing and then follow the instructions. Tap new if you installed a new cartridge. Tap fill if you did not install a new cartridge and want to continue with filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after attempting to reload the cartridge on the pump. Reportedly, the customer accidentally hit the "fill tubing" button twice. The customer changed supplies to address the issue. Customer¿s blood glucose level was approximately 200 mg/dl.